Event description:
"It was reported that there was fluid ingress to the mattress due to a damaged mattress cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported."